Event description:
Resident was found deceased in room. "Per liability carrier their investigation indicates resident's body went between the bed mattress and bed rail, with the bed rail resting against neck." No identification as to the make and model of the rail combination, also no mattress make, model, or dimensions were mentioned. Bed was identified as the ezc series, hi/low model b732 believed to be manufactured by sunrise medical. No other info is known at this time about incident or resident.